Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6) 2008, patient implanted with asr hip on her left hip. On or about (B)(6) 2021 patient had suffered asr hip implant and had explanted, litigation alleges severe pain, discomfort, increase metal levels in blood including cobalt and chromium, permanent injuries, emotional distress, disability, and disfigurement. Doi: (B)(6) 2008; dor: (B)(6) 2021; left hip.

Event description:
Plaintiff forms and medical records received. After review of the medical records received, patient was revised, due to a broken internal left hip prosthesis. Operative notes, indicated and had evidence of mild adverse local tissue reaction with metallosis of the soft tissue in the intra-cellular joint and debrided some metallic debris, acetabular fractures with minimal bone loss. There was evidence of metallosis behind the acetabular component. However, there was good remaining bone stock.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient alleges disability, chronic pain, peripheral neuropathy, could not feel nor could not get proper control of the legs, inability to perform daily tasks, difficulty standing or sitting for an extended period of time, fear, anxiety, depression, discomfort, metallosis, fatigue, weakness, and dizziness.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.